Event description:
It was reported that the patient presented for revision of the right atrial lead due to high capture threshold. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.

Event description:
New information notes that the right atrial lead had also exhibited noise.